Manufacturer narrative:
The reported event was confirmed. A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lot. Conclusion: the reported event was confirmed. Examination from material analysis team indicated that the fracture was due to bending overload. There is no indication at this time that the design, materials, or manufacturing of the subject device contributed to the event. If additional information becomes available, this investigation will be reopened.

Event description:
Broken instrument during surgery.

Event description:
Broken instrument during surgery.

Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.